Event description:
It was reported that the patient complained of feeling warmth over the device area, most often noted between 12 am and 2 am. A competitor rep felt the same area after a device interrogation, and indicated that it felt warm. Subsequent interrogations did not result in the same warmth. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.